Event description:
Patient was warmed during knee surgery. Following surgery, patient was reported to have 2nd degree burns on her upper body. Additional care was needed to treat the burns.

Manufacturer narrative:
No problems found with unit during follow-up testing. An MDR was not filed within 30 days of becoming aware of the event because the complaint/adverse event was not determined to be MDR reportable based on the company's investigation of the complaint/event and existing procedures in place at the time information was received. Complaint reporting and MDR procedures have more recently been updated and prior complaints/adverse events reviewed. We are submitting this complaint/adverse event as a MDR based on our updated procedures within 30 days of the retrospective review."